Manufacturer narrative:
The complaint of the stylet protruding through the catheter is confirmed user-related. Returned for eval is one 4 fr groshong catheter. The catheter is received with the stiffener stylet threaded into the assembled catheter. The distal tip of the stylet wire protrudes through the valve of the catheter. A puncture in the catheter has been identified during functional testing. The puncture in the catheter is located just distal to the strain relief oversleeve. The puncture of the catheter wall with the stylet wire is the result of the wire's proximal tip being forced through the tubing wall. The stylet wire within the catheter lumen contains evidence it was cut with a sharp instrument. Presumably the wire and catheter were cut simultaneously, however, the rationale to do so is also unk. Info contained in the incident report indicates the complainant forgot to remove the stylet wire during catheter placement. Placement of catheter with the wire stylet wire remaining in place is not recommended by the MFR. A lot history review (lhr) is not possible as no mfg lot number info has been provided by the complainant.

Event description:
The un-removed stylet protruded out of the catheter. The catheter had been in place for 1 day prior to the complaint incident. The user forgot to remove the stylet during the catheter placement. The un-removed stylet protruded out of the catheter locating outside of the pt's body.